Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports he experienced a laceration to the top side of the stoma that left a white slit mark that healed without any medical intervention. He states he experienced this trauma while bending. He believes this may be due to the convexity or the flange itself however he is not certain.